Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2014-21348. The patient received two peripheral (off-label) trial leads. It was reported the patient's trial ended prematurely as the patient pulled her leads out. It is unknown if the leads were pulled out accidentally or intentionally. The patient was seen by a physician and is reported to be doing 'fine'. Per the manufacture's records, the patient was re-trailed on (B)(6) 2014.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.